Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Before a mako tha on (B)(6) 2014 the surgical tech found what she believed to be bioburden on the offset reamer handle when inspecting instruments before procedure. We opened another tray to use another reamer handle. Today I showed the sterile processing manager where we had found the debris yesterday . We found again there was debris even though the reamer handle had been washed. Upon looking closer it looked like the debris was coming from underneath the cover near reamer handle attachment. He removed the cover to see where this debris was coming from and found that there was a build up of what we believe to be oil from the bearing that has built up from repeated us, and when sterilized the heat has caused to harden. It is impossible to clean this without disassembling the reamer handle cover, unlike our straight reamer handle. Additional details: the debris was noticed pre-op yesterday, but today the sterile processing manager and I found that the debris found yesterday was not bioburden left behind from previous case, but that the debris we are finding is coming from the grease/oil around bearing that is building up and hardening. The spd manager removed the cover from 2 of the 3 offset reamer handles and found that this build-up is occurring on both that he looked at, the lot number listed here had much more build-up.

Manufacturer narrative:
Follow-up #1 and final report submitted. The event reported that debris that appeared to be hardened oil/grease build up was found within two (2) offset cup reamer handle during pre-op at sterile processing. The failure was found during pre-op in sterile processing and did not affect any case or patient/user. The failure was not confirmed. Visual inspection showed no foreign matter (biofilm) or debris. The yokes of the proximal u-joint was found to be worn at the edges.

Event description:
Before a mako tha on (B)(6) 2014 the surgical tech found what she believed to be bioburden on the offset reamer handle when inspecting instruments before procedure. We opened another tray to use another reamer handle. Today I showed the sterile processing manager where we had found the debris yesterday . We found again there was debris even though the reamer handle had been washed. Upon looking closer it looked like the debris was coming from underneath the cover near reamer handle attachment. He removed the cover to see where this debris was coming from and found that there was a build up of what we believe to be oil from the bearing that has built up from repeated us, and when sterilized the heat has caused to harden. It is impossible to clean this without disassembling the reamer handle cover, unlike our straight reamer handle. Additional details: the debris was noticed pre-op yesterday, but today the sterile processing manager and I found that the debris found yesterday was not bioburden left behind from previous case, but that the debris we are finding is coming from the grease/oil around bearing that is building up and hardening. The spd manager removed the cover from 2 of the 3 offset reamer handles and found that this build-up is occurring on both that he looked at, the lot number listed here had much more build-up.